Event description:
Additional information was received from a consumer regarding a patient with an implantable pump containing fentanyl for non-malignant pain. It was reported that the patient stated that there were having the issue of when requesting a bolus it was taking a long time an confirmed handset lags at 90%. Agent reviewed data and assisted patient in deleting the data. Patient was able to connect to the pump with no lag at 90%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID hh90t01, serial#(B)(6), product type mobile platform product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that the patient stated when they bolused, it was slow on the handset when connecting. The agent walked the patient through clearing data. This helped with connecting faster. The troubleshooting steps that were taken on the call resolved the issue.